Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 400mg/dl at the time of incident. Patient's current blood glucose was 122 mg/dl. The customer treated by giving a needle and changed set. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one opened and used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Reservoir not occluded.